Event description:
A surgeon reported four cases of post-operative inflammation occurring between post operative days 4 and 7. Patients have exhibited central descemet's folds, a decrease in visual acuity, photophobia and ocular pain. Pts have been treated with topical steroids. This patient had a lens implant on 9/07/98. Surgeon initiated treatment with dexamethasone and diclofenac on day 10 and visual acuity recovered to 0.8 on day 15. (This is one of four medwatch reports being filed).